Manufacturer narrative:
B5 - lens was replaced with a shorter length lens on (B)(6) 2023 and problem was resolved. Claim# (B)(6).

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken with fibre on lens surface. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -9.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted. It was indicated a replacement lens will be implanted later at an unknown time.